Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of fainting and hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. The patient stated that she had suffered a hypoglycemic event on (B)(6) 2016. The patient's blood glucose reading was at 37 mg/dl. The patient stated that she had fainted and was assisted by her husband and father. The patient stated that her husband aided her by injecting glucose (glucagon) into her left arm. Once the patient regained consciousness, she was given juice, soda, and a piece of cheese. The patient's glucose at time of contact was at 289 and she is recovering. No emergency medical teams were call, nor did the patient have to visit the hospital. There was no product defects or failures were alleged. No additional event or patient information was provided.